Event description:
A customer contacted beckman coulter inc., (bec) to report receiving "pipettor failed to wash" errors on their unicel dxi 800 access immunoassay system. A customer technical support (cts) advised customer on proper personal protective equipment (ppe) when trouble shooting. Customer inspected the instrument and found a leak in the fluidics drawer. No harm or injury was reported by the user.

Manufacturer narrative:
No system performance information was provided by the customer or field service engineer (fse). The fse was dispatched on (B)(4) 2011 for this event. The fse found wash buffer (wb) leaking from wb fill line in the fluidics drawer. The fse found tubing damaged that was causing a leak on the peristaltic pump for the wash tower assembly. The fse replaced the tubing. Hardware is the root cause for this event. (B)(4).